Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that a lead integrity alert (lia) triggered and high impedance was exhibited on the superior vena cava (svc) portion of the right ventricular (rv) lead. In addition, the (rv) coil exhibited high impedance and the lead exhibited a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.